Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The doctor drilled out and replaced the patient's restoration upon their return to the office. To date, patient is doing fine. The product involved in the alleged incident was not returned. An evaluation of retained product is expected, but has not yet begun.

Event description:
A doctor's office alleged that five (5) patients had experienced sensitivity after placement of the herculite xrv product. This is the fifth of five (5) reports.

Manufacturer narrative:
A visual evaluation and depth of cure test was performed on the returned product. The returned product did not meet specifications; therefore, a visual evaluation and depth of cure test was performed on retained sample from the same lot, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. Since no similar complaints have been received with regard to this lot, and both the DHR and retained sample show this lot to be manufactured and testing within specifications, it has been concluded that the returned product was compromised in the field, most likely due to improper storage conditions. Per the instructions for use, herculite xrv is intended to be kept at ambient temperature.